Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. In the recorded period, between (B)(6) 2019 and (B)(6) 2020, the rv sensing amplitude was initially recorded between 5.5 and 10mv before it fell in the end of (B)(6) 2020 gradually onto 2.3mv, with an abrupt drop in the end of the recorded period. The rv pacing impedance was initially recorded at 500ohms, before in mid (B)(6) 2020 it fell gradually onto 350ohms, with an abrupt drop in the end of the recorded period. The analysis of the provided iegm episodes, could confirm an intermittent loss of capture. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that approx. 114 months after the implantation, ventricular undersensing was noted via home monitoring. The patient was called for a follow-up. The device was deactivated.